Event description:
A customer contacted beckman coulter regarding erroneously low prostate specific antigen (psa) results from multiple patient samples that were generated by the unicel dxl 800 access instrument. The customer indicated that they obtained psa results of zero (0.000) for eight patient samples in early 2007. A few weeks later, the customer reported another event where they obtained psa results of 0.000 for 12 patients. Based on available information, all psa samples with 0.000 results were re-tested and reasonable values were obtained that were confirmed as good results. The repeated psa results were not provided by the customer. It is unclear if the erroneous psa results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The customer did not have qc issues. No flags or error codes were associated with the zero results. A field service engineer (fse) was dispatched to the customer's lab: it was determined the reagent pack holding rear bracket located in the pipettor nest did not move smoothly. This may cause the pack gripper to drop the reagent pack or improperly place the pack onto the nest. The problem was solved by cleaning the bracket. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.